Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, h6. MDR section codes updated/corrected: b, c, d, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient presented to the office with an effusion and some pain. A pre-operative MRI demonstrated synovitis secondary to polyethylene wear, but the components were well fixed. Approximately 3 years and 10 months post the initial left total knee arthroplasty, the patient was revised due to accelerated and preventable wear of the polyethylene insert, synovitis secondary to polyethylene wear, minor osteolysis, and patella loosening. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. There was no evidence of infection though multiple specimens were sent to pathology. A full debridement of the knee posteriorly was performed. The patella was noted to be loose and was removed. There was osteolysis behind it. The patient was transferred to the recovery room in stable condition. It was additionally noted that the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.